Event description:
Device malfunction: none. Time of device malfunction: after vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician achieved arteriotomy closure of the femoral artery using the perclose proglide device after an interventional procedure. Reportedly, post-procedure "bleeding noted on right groin after placement of perclose." A femostop was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified, therefore, a device history record review could not be performed.